Event description:
It was reported that prior to the start of a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, with no port placement and no anesthesia administered, the customer contacted the technical support engineer (tse) for phone assistance regarding error 31020 occurring. The reported complaint persisted after a power cycle was performed on the da vinci system, the surgical procedure could not be completed as planned. Tse noted that error 31020 indicated a counter limit issue. The procedure was aborted with no patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Preventative maintenance (pm) counter was reset to solve this problem. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.